Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients leads had migrated. Surgical intervention took place where the leads were explanted and replaced. Related manufacturer reference number: 1627487-2023-03622.